Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the tips did not align on a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the grips. There was a .015 offset at the instruments tip. The bent grip had a small separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Additional observation not reported by site was tube damage. The distal end of main tube had various scratch marks with light material removal. The scratches were .090 - .200 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.